Manufacturer narrative:
Section d1 (brand name): corrected. Section d4 (catalog number): corrected. Section d4 (serial/lot number): corrected. Section d4 (UDI number): corrected. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis and evaluation. A review of the event log files contained data spanning approximately 7 days (08feb2024 ¿ 13feb2024, 01jan2000 per timestamp). Starting 13feb2024 at 8:03:25, intermittent power a broken faults activated due to the current sense on line a dropping below the threshold amperage. At 10:44:02, the power a broken faults triggered driveline power fault alarms to activate. The alarms did not resolve before the driveline was disconnected on 13feb2024 at 15:18:17, consistent with the reported controller and mod cable exchange. The alarm did not affect pump operation. The heartmate 3 vad modular cable (lot number: 8197093) was returned for analysis. The modular cable was connected to a mock circulatory loop. Upon manipulation of the cable, the driveline power fault alarm was reproduced. The modular cable underwent resistance and insulation testing and the brown (power a) wire intermittently measured as an open line. The cable¿s outer layers were stripped and multiple kinked areas were observed. In addition, the brown wire was found to be broken with exposed conductors. A damaged power wire would result in a driveline power fault to become active on the controller. The root cause of the reported event was determined to be due to a break in the power a wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2024-01133. It was reported that the patient experienced driveline power faults after getting out of bed. A review of the log file confirmed the driveline power a faults on (B)(6) 2024. The system controller and the modular cable were replaced, after which the alarms resolved.